Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic appendectomy procedure, the rigid video laparoscope displayed a blurry and unclear image. The issue occurred during sedation while the device was inside the patient. The procedure was completed using an olympus backup device. There were no reports of patient harm.